Manufacturer narrative:
H10. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a total knee arthroplasty on (B)(6) 2012, with no revision surgery reported. There is no device information provided. There is no information about the leg in which implantation happened. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.